Event description:
The orsiro drug-eluting stent system was selected for treatment of a severely calcified pre-dilated lesion in a mildly tortuous part of the proximal lad. This device could not cross the calcified lesion. The distal part was scratched.

Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro drug-eluting stent system was selected for treatment of a severely calcified pre-dilated lesion in a mildly tortuous part of the proximal lad. This device could not cross the calcified lesion. The distal part was scratched.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation confirmed that the stent is deformed at its distal end, i.e. Several struts are bent outwards. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the bent struts were initially crimped on the balloon. Outside of the deformed zone, the crimped diameter of the stent still complies with the specification. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection, every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.